Manufacturer narrative:
During withdrawal, the angio-sculpt device separated in the sheath. Additional intervention was required for removal, thus resulting in prolongation of the case. The distal portion of the angio-sculpt device was returned for evaluation. Visual examination confirmed the device separated approximately 2.2 cm proximal to the proximal bond. The shaft was slightly necked proximal to the proximal bond. The proximal end of the device (portion of the distal shaft, inner member, strain relief, and luer) was disposed by the hospital. Based on the lab analysis, it is probable that the user applied some degree of force resulting in the device separation. Per the IFU, retained device component is a possible adverse effect of the procedure. Placeholder.

Event description:
The balloon was advanced through a 7x65cm sheath from the right femoral artery, up and over the bifurcation, and down to the left sfa via .035" stiff angled glidewire. It was inflated to the specified nominal pressure, however the sfa appeared to have an area of stenosis that would not comply in the midsection of the balloon. The balloon was deflated, pulled back a few cm and reinflated to the appropriate pressure. It was then evident that the ¿stenosis¿ was in the balloon, and not the sfa. The balloon was deflated with the indeflator and attempted to recapture the balloon using a pin-pull technique but would not immediately recapture into the sheath. A loud, very audible snap was heard and the distal portion of the balloon separated and remained in the sheath. A wire was advanced past it and another balloon was slightly inflated to hold the broken balloon in place and everything was successfully retrieved.